Event description:
A nurse reported that, during cataract with intraocular lens implantation surgery, the injector did not work, it did not push the lens out of the injector. The surgery was completed on the same day using back up lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).